Event description:
Procedure: tapp transabdominal preperitoneal. According to the reporter: during the procedure, the resin parts at the distal end of the scissors were broken, so could not use. Opened another. Additional tissue resection: no. Nothing fell into the cavity. No bleeding. No patient harm.

Manufacturer narrative:
(B)(4).